Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 585 mg/dl. The customer was treated with manual injection. The customer stated that they had a bent cannula. They changed the set and their blood glucose started going down. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.